Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan result of hi (readings greater than 500 mg/dl). Customer was treated with insulin and subsequently lost consciousness. Emergency doctor was called and upon their arrival, a reading of around 30 to 40 mg/dl was obtained on hcp meter and customer was treated orally with glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan result of hi (readings greater than 500 mg/dl). Customer was treated with insulin and subsequently lost consciousness. Emergency doctor was called and upon their arrival, a reading of around 30 to 40 mg/dl was obtained on hcp meter and customer was treated orally with glucose. There was no report of death or permanent impairment associated with this event.